Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic presented for routine check on (B)(6) 2015, it was noted that the atrial was dislodged. The lead was repositioned successfully. On (B)(6) 2015 the lead was explanted and replaced. The patient did not experience any adverse consequences.